Event description:
Event description guidant received information that this physician reported placement difficulties implanting two epicardial leads with a limited thoracotomy approach. A piece of each of the tunneling tools was left inside the patient. The physician was very upset and stated he will not implant guidant epicardial leads in the future.